Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke during sphincterotomy. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 39, using the same generator and active cord. There were no patient complications reported as a result of this event.